Event description:
The trial patient reported that they did not feel as though they were completely emptying their bladder when they voided. During the call, the stimulation was increased to 2.0v since the patient was not feeling it. This occurred during the advanced evaluation that began on (B)(6) 2017. The issue was not resolved. There were no further complications reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.